Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, on the first firing, the surgeon clamped the tissue and tried to fire the device, however it could not be fired. There was no patient injury reported.